Event description:
The customer returned the product for a cassette that does not unlock, and during physical inspection it was found that the downstream occlusion (dso) sensor was not working. After investigation the results indicated a reportable malfunction due to the dso sensor that was not working. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was found to have a downstream occlusion (dso) sensor that was not working. After investigation the results indicated a reportable malfunction due to the dso sensor that was not working. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.